Manufacturer narrative:
(B)(4). The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Leak testing, clear passage testing, and clamp function testing were performed with no issues noted. Visual inspection with magnification was performed and found the blue pull ring cap to be loose within the packaging. The reported issue was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional information become available, a supplemental report will be submitted.

Event description:
The blue cap from the transfer set fell out of the package when the nurse was trying to open the transfer set packaging. This event occurred before use. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.